Manufacturer narrative:
Arjo has received a request from the customer facility to perform a repair after the patient fall due to side support open. According to the provided notification the patient sustained fracture without displacement of the outer surface of calcaneus. The patient was taken to the hospital for a treatment. The cast was applied on the fracture and the patient received antithrombotic medicine (lovenox). The involved concerto unit was removed from use and was evaluated by the arjo qualified personnel. It was found that one of the catches was slightly not aligned and could not be locked, which was caused by the bent side support. Other three catches were performing correctly. The arjo representative carried out a test on the damaged side support. The rail was locked with only one functional catch and the arjo representative was leaning on it. The side support remained closed despite the applied pressure. The arjo representative presented to the customer performed check to confirm that even with only catch locked, the barrier still should have stayed up. The customer representative agreed that it is likely that the barrier was not locked correctly by the caregiver. Please note that the device in question was not under the arjo service agreement. Each concerto unit is equipped with two side rails (one on both sides of the trolley) and with four safety catches (two on each side support). The side support is lowered by pressing the two catches simultaneously. When raising the side supports, user should make sure that the two catches snap into place. Please note that the device in question was manufactured 4 years before the incident was reported. The equipment is subject to wear and tear, and the maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification. Care and maintenance shall be carried out in accordance with the preventive maintenance schedule included in the IFU. According to the instructions for use (IFU; 04.ba.05_9 issued in june 2013) delivered with the involved device, the customer should perform a functionality test (including catches on the side supports) and check of the mechanical attachments on a weekly basis to detect any deficiencies. The IFU also provides user with the safety instructions and warnings referring to the side supports utilization: "to avoid the patient from falling out of the device, make sure that all catches are in locked position." "When raising the side support, make sure the two catches snap into place." The involved device was not under the arjo service agreement, so was not serviced by the company's personnel. Arjo also did not receive any specific information regarding recent maintenance routines performed on this device. The maintenance and repair manual (09.ba.00_5 dated on may 2015) provides information about actions to be carried out by qualified personnel in terms of the device maintenance. According to its content, a check of all vital parts (including side supports) for corrosion and damage should be performed every year during the device's annual maintenance. The points on this checklist are the minimum the manufacturer recommends. In some cases due to heavy use of the product and exposure to aggressive environment, more frequent inspections should be carried out. Continuing to use this product without conducting regular inspections or continuing to use this product when a fault is found will seriously compromise the user and residents safety. According to the inspection of the device performed by the arjo qualified representative it appears to be likely that the side rail was bent due to way of utilization e.g. The user could have hit obstacles like walls or doors with this assembly, which have led to its deformation. Based on the all collected information the root cause is considered to be related to the lack of device condition control before use, not properly locked side support and not following the maintenance procedures, what implies a use error. The review of reportable events with the involvement of the concerto shower trolleys in last 5 years, revealed a limited number of similar incidents. In summary, according to the customer allegation, the side support opened during use which led to the resident fall, so the device did not perform as intended. The shower trolley was used for patient hygiene and in that way it played a role in this event. The complaint was decided to be reported to the competent authorities due to the patient fall and a serious injury occurrence.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The involved device was evaluated by the arjo qualified personnel. It was found that one of the catches was slightly not aligned and could not be locked. This was caused by the bent side rail. Other three catches were performing correctly. The investigation is ongoing and the additional information will be provided within the next report.

Event description:
Arjo has received a request from the customer facility to perform a repair after the patient fall. The patient sustained fracture without displacement of the outer surface of calcaneus. The cast was applied on the fracture and the patient received antithrombotic medicine (lovenox).